Manufacturer narrative:
D10 concomitant product: unknown egia su - unknown endo gia sulu, lot# unknown. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic segmentectomy, transection of a part of the lung, difficulty removing the reload. The surgeon could not remove the reload from the adapter because the system did not work; it was blocked. The user forced the reload to be unlocked from the adapter, and that part of the adapter that connects to the reload broke off. I was also noted that strange noise from the adapter during positioning and activation of the stapler a manual stapler was used to resolve the issue. There was no patient injury.

Manufacturer narrative:
Medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Visual inspection noted that the unload switch was at the home position. No components were noted to be missing or have disengaged from the adapter. The returned image contained a view of an adapter with a section of reload lodged in the distal end. There is no visible section of adapter disengaged from the device. Functional testing found that the unload switch was depressed multiple times and showed no hang-ups or sluggishness. An rpa reload was attached to the adapter and was able to be loaded and unloaded without difficulty. The unit was able to be rotated and articulated in all directions without hang-ups or sluggishness. The unit was able to be fired without any issues. The adapter was then connected to the gen2 adapter black box running gen2 acc software and the strain gauge was responsive. The unit was able to be fired without any issues. After firing, the unit was reconnected to the gen2 acc software and no new errors appeared. The adapter had 38 of 50 procedures remaining. The adapter was connected to an rpa handle running v29.5 software and the device calibrated correctly. It was reported that the instrument was difficult to unload. The reported issue was confirmed. The most likely cause could not be established from the information available. It was also reported that the component disenga ged and the instrument made strange noise. The reported issues could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: a damaged firing rod. Visual examination noted th at the firing rod was damaged. The unit was confirmed damage (wear marks) to the firing rod tip. This is indicative of the reload knife laminates pulling off of the adapter while the reload was clamped. Therefore, the damaged firing rod cannot be attributed to manufacturing and is most likely a result of the user forcing the reload off of the adapter while clamped. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.